Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed failed. Nordic bluetooth pairing test was performed na. A review of the bin file was performed and signal loss was found/not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.